Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that part of the lens optic was split and the lens haptic was torn off and missing. Surgical residue/debris on product. Conclusion: the root cause for this event cannot be determined because the cartridge and injector were not returned.

Event description:
The surgeon implanted a aq2010v 3 piece silicone lens. The nurse stated that the lens tore upon insertion into the eye. The lens was removed. No pt injury. The injector and cartridge model and lot numbers were not specified by the facility.